Event description:
The following has been reported: backup capacitor error remarks: power supply (board) found faulty after cross checking reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.